Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the high voltage capacitor is aging. The fse assessed the device and discovered intermittent discharge issues. Upon reviewing the error logs, the fse found that the high voltage capacitor was aging. After replacing the high voltage capacitor, an operational check of the xl+ defibrillator was conducted, which passed, thereby restoring the device to full functionality. Subsequently, the device was returned to service and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was caused by an aging high voltage capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse replaced the high voltage capacitor and the issue was resolved. The device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillators high voltage capacitor is aging. There was no reported patient involvement.